Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was used with a water reservoir test and no air bubbles anomaly was noted. No motor error or excessive no delivery alarms were noted. The motor passed motor test. The rewind function functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 400+ mg/dl. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump. Nothing further reported.